Event description:
Reporter alleged the customer obtained a discrepant blood glucose result of 294 mg/dl on customer's advantage system compared to the emergency medical technician (emt) measurement of 23 mg/dl when testing was performed 10 minutes apart. Reporter stated the customer was treated with a glucose IV; however, customer refused to be transported to the hospital. Reporter indicated prior to testing with the system, customer was experiencing hypoglycemic symptoms and had previously taken insulin based on a high reading of 510 mg/dl five and a half hours earlier. It was stated the type and amount of insulin was unknown. No other actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.